Event description:
It was reported to philips that the cooling unit oil level was insufficient, causing imaging failure on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service refilled the cooling oil, restoring the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).